Event description:
Nurse hung a new bottle of fentanyl at 2253, titrated up multiple times overnight due to patient agitation and s/s pain. At 0730, day nurse noted that fentanyl bottle was still full and was not dripping into chamber when observed over several minutes. Interrogation of pump logs by clinical engineering records showed several upstream occlusion alarms followed by an air in line alarm, that could have re-baselined the pump erroneously. Manufacturer response for IV infusion pump, spectrum iq pump (per site reporter). This is part of a class 1 recall/alert.